Event description:
The customer obtained a falsely elevated glucose result on a patient serum sample. The initial glucose result from the patient sample was 273 mg/dl. The customer ran repeat analysis on the same sample and obtained a glucose value of 97 mg/dl. A corrected report was issued to the physician. There was no report of harm as a result of this event.